Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery pack was evaluated and replaced. The sys was tested and found to be working as intended adn returned to svc.

Event description:
The customer reported a recharge voltage error message. This error will prevent the system from booting. Resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.